Manufacturer narrative:
Clinical review: a temporal relationship exists between hemodialysis therapy with the fresenius 2008t machine and the patient¿s cardiac arrest. The patient received CPR and recovered without further reported adverse effects. Initially, it was reported that it was unknown if the fresenius 2008t machine alarmed appropriately. However, the clinical manager stated the machine passed all post event tests and has since been returned to service. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that the patient coded during hemodialysis (hd) treatment with the 2008t machine. It was unknown upon initial reporting whether the machine alarmed appropriately. In additional follow-up with the clinical manager (cm), it was stated that this patient was medically unstable and receiving hemodialysis in the intensive care unit (ICU) during a hospitalization unrelated to dialysis. The cm declined to provide patient name, comorbid conditions and date of birth. On (B)(6) 2024 (at approximately 10pm), the patient¿s hd treatment was initiated. Treatment was performed using an hd catheter (not a fresenius product) with a fresenius hemoclip in place (to secure the connection between the hd catheter venous end and the bloodline venous end). The cm stated that at approximately 1am on (B)(6) 2024, the hd nurse received a ¿no blood in crit line¿ alarm as well as several other unknown machine alarms. The cm indicated that the hd nurse was tending to the patient which is why the exact alarms on the machine could not be provided. The hd nurse checked the patient¿s hd catheter and observed that blood was leaking. Per the cm, the fresenius bloodline became loosened from the hd catheter. Furthermore, it was reported that the patient had pulseless electrical activity (pea) requiring cardiopulmonary resuscitation (CPR). The cm states that within 4-5 minutes (of CPR) the patient regained heart rhythm and recovered without further adverse effects. It was stated that while the patient's estimated blood loss (ebl) is unknown, there was no significant change in the patient¿s hematocrit/hemoglobin (results will not be provided). The cm stated the machine was pulled from service for testing after the event. It was stated that the machine passed all tests and had venous alarm limits set to manufacturer default (unable to provide alarm limits). The machine has been returned to service. Additionally, the cm indicated that it is unknown what caused the connection between the bloodlines and the hd catheter to become loose. However, it was stated that there were no visual defects or issues with the fresenius bloodlines. The blood lines were reported to be discarded and unavailable to be returned to the manufacturer for physical evaluation. The cm indicated that there are many variables (besides product) that could have caused the connection to become loose and that the event is not expected to be due to any malfunctions with products. There was no further information about the event provided.

Event description:
It was reported to fresenius that the patient coded during hemodialysis (hd) treatment with the 2008t machine. It was unknown upon initial reporting whether the machine alarmed appropriately. In additional follow-up with the clinical manager (cm), it was stated that this patient was medically unstable and receiving hemodialysis in the intensive care unit (ICU) during a hospitalization unrelated to dialysis. The cm declined to provide patient name, comorbid conditions and date of birth. On (B)(6) 2024 (at approximately 10pm), the patient¿s hd treatment was initiated. Treatment was performed using an hd catheter (not a fresenius product) with a fresenius hemoclip in place (to secure the connection between the hd catheter venous end and the bloodline venous end). The cm stated that at approximately 1am on (B)(6) 2024, the hd nurse received a ¿no blood in crit line¿ alarm as well as several other unknown machine alarms. The cm indicated that the hd nurse was tending to the patient which is why the exact alarms on the machine could not be provided. The hd nurse checked the patient¿s hd catheter and observed that blood was leaking. Per the cm, the fresenius bloodline became loosened from the hd catheter. Furthermore, it was reported that the patient had pulseless electrical activity (pea) requiring cardiopulmonary resuscitation (CPR). The cm states that within 4-5 minutes (of CPR) the patient regained heart rhythm and recovered without further adverse effects. It was stated that while the patient's estimated blood loss (ebl) is unknown, there was no significant change in the patient¿s hematocrit/hemoglobin (results will not be provided). The cm stated the machine was pulled from service for testing after the event. It was stated that the machine passed all tests and had venous alarm limits set to manufacturer default (unable to provide alarm limits). The machine has been returned to service. Additionally, the cm indicated that it is unknown what caused the connection between the bloodlines and the hd catheter to become loose. However, it was stated that there were no visual defects or issues with the fresenius bloodlines. The blood lines were reported to be discarded and unavailable to be returned to the manufacturer for physical evaluation. The cm indicated that there are many variables (besides product) that could have caused the connection to become loose and that the event is not expected to be due to any malfunctions with products. There was no further information about the event provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.